Manufacturer narrative:
(B)(4) during the rvot procedure it was reported the physician was not able to extend the catheter into a straight position. Catheter was stuck in a bent shape. This catheter was replaced with a new catheter, the new catheter was working fine. Additional information provided stated there was no difficulty removing the catheter from the patient. The catheter was placed in the right ventricle. The procedure was completed with no patient¿s consequence. Upon receipt, the device was visually inspected and it was found that the tip was bent at 2.2 cm from the transition are. Deflection tests were performed and the catheter passed deflection and pre-curve tests. The catheter did not get stuck in the deflected position. The catheter failed the tip tilt test due to the bent at 2.2 cm from the transition area. The catheter was observed under x-rays and the puller wire was not found bent or damaged. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint regarding the catheter getting stuck on deflected position cannot be confirmed; however, during the investigation a slight bent on the tip was observed but a root cause could not be drawn.

Event description:
During the rvot procedure it was reported the physician was not able to extend the catheter into a straight position. Catheter was stuck in a bent shape. This catheter was replaced with a new catheter, the new catheter was working fine. Additional information provided stated there was no difficulty removing the catheter from the patient. The catheter was placed in the right ventricle. The procedure was completed with no patient's consequence.

Manufacturer narrative:
(B)(4).